Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device check it was noted that the right atrial (ra) lead experienced oversensing. No action was taken and the lead remains in use. No patient complications have been reported as a result of this event.